Event description:
On 1/13/1997 a call was received stating, there was a slippage with a skull clamp that resulted in a 1/2 inch laceration to the right side of the pt's head. The laceration did require sutures which were added after the procedure. There were no post operative complications as a result of the laceration.